Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.6, 3.9, 3.6, 3.4, 2.7. Patient's husband called in because, he is questioning meter results; (B)(6) 2011: inr=3.6; (B)(6) 2011: 5:35 pm inr=3.9, 5:40 pm inr=3.6, 7:35 pm inr=3.4; (B)(6) 2011: 7:20 pm inr=2.7. Patient's therapeutic range: 2.5-3.5. Patient normally takes 7 mg of coumadin/night, however, her dose for (B)(6) has been 5mg/night. Dose was lowered by mistake because, her medication case is filled for the week he noticed on (B)(6) that she was only taking 5mg. Not sure of when she started taking 5 mg but believes that it was the entire week.

Manufacturer narrative:
Investigation pending.